Event description:
During product service by a service technician, a flo-gard infusion pump was found to present a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The low battery alarm was identified during the visual inspection and functional testing. The cause of the condition was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.